Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 723 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting, confusion and belligerence. The customer was assisted with troubleshooting. The customer was treated with taking blood giving saline during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was unable to complete carelink upload. The device will be returned for analysis.